Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The customer observed that the battery pins were loose and they replaced the battery pins. This did not solve the reported issue. The customer then replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing and the device was put back into use.

Event description:
It was reported to physio-control that the customer's device powered off. There was no patient use associated with the reported event.